Manufacturer narrative:
The reported malfunction was observed and attributed to the el display. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device power on with no display. Complainant indicated that there was no patient involvement in the reported malfunction.